Event description:
Reporter called on behalf of patient currently being seen by him. Provider reports an increase in patient psa level after starting aqua ablation treatment in february at inspira southern health center. Reporter states there has been a significant psa level increase and could be an association from using aqua ablation device. Still doing research per reporter. Patient currently being seen at the (B)(6).